Manufacturer narrative:
Philips service cleaned the hard drive, reloaded the software, and tested the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to fully boot, a recurring issue, on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.